Event description:
The customer reported a ventilator high blower temperature issue. The device was in clinical use at the time the issue was discovered. The customer reported that the ventilator was swapped with no patient issue. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse provided the customer with the part ids for a blower assembly to change the defective part. The customer is taking responsibility to repair the device. Further information regarding repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
The customer reported to have replaced the blower assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.